Manufacturer narrative:
This device is used for treatment, not diagnosis. The present application instrument was as far as possible analysed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous, which indicates material conformity as well. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the provided information and without the broken fragment we are not able to determine the exact cause of this occurrence. We can only assume that a hit with another device, a drop to the ground or a mechanical overload during use has caused this breakage.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery the cutting lever tip broke off and the device was unable to be used to cut the implant. Reportedly there was no influence on the patient or the surgery time, another instrument was used to complete surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device history record reports: the manufacturing documents were reviewed and no complaint related issues were found.